Manufacturer narrative:
In this case, the returned device analysis confirmed the reported leak and air/gas in the device. Additionally, the silicone valve inside the tsgc hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported leak and air/gas in the device appear to be related to the observed tear in the silicone valve of the tsgc hemostasis valve; however, how the silicone valve got torn cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2026, a patient presented with tricuspid regurgitation for a triclip procedure. During device preparation of the triclip steerable guide catheter (tsgc) air was identified within the device during de-airing. Troubleshooting was preformed, but it was not possible to identify where the leak was. A new tsgc was selected and the triclip procedure was completed successfully. The final tr was decreased. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.